Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that patients underwent atrial fibrillation ablations with qdot micro catheters and the patients experienced chest pain and/or throat pain that required hospitalization. The caller noted the procedures were pulmonary vein isolations. The physician stated that multiple patients have complained of chest pain and or throat pain and had electrical reconnection in their veins, post use of the with qdot micro catheters. There is no specific details regarding each patient or procedures. The physician goes back and forth between using qdot micro catheters with a d-f curve and a f-j curve. The physician is reported to be using the qdot catheters as indicated in the instructions for use (IFU) and not using anything off label. They monitor esophageal temperatures during the cases. Attempts have been made to obtain clarification. However, no further information has been made available.